Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported ipg was unable to communicate with external devices. The patient programmer displayed a low battery message. As a result, the ipg was explanted and replaced. Issue resolved.